Event description:
A consumer reported seeing a crescent shaped shadow in her peripheral vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the pt is probably seeing the edge of the iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/16/2008 and 10/27/2008 by phone, fax, and mail. A completed questionnaire was received on 10/27/2008.